Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing low heart failure symptoms, difficulty breathing and low energy. The pt underwent a pump exchange from one lvad to another lvad. A visible clot was noted in the pt's pump.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.